Manufacturer narrative:
(B)(4). As the transfer set was not returned, a device analysis could not be completed. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the clamp on their minicap transfer set did not close properly. This occurred outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.